Event description:
It was reported that the patient underwent a revision procedure to revise this inflatable penile prosthesis (ipp) due to patient dissatisfaction and the pump sitting high, and a degree of penile curvature which was not corrected by the lgx cylinders as the curvature was present prior to the original implant and the cylinders alone were no sufficient to lead to complete penile strengthening. The patient previously undergone a radical cystectomy which caused issues with the placement of the reservoir and causing the pump to sit high. The ipp reservoir was explanted and replaced with a new ipp reservoir and the physician also straightened the penis. There were no patient complications during or after the procedure.

Event description:
It was reported that the patient will undergo a revision procedure to revise this inflatable penile prosthesis (ipp) due to patient dissatisfaction and the pump sitting high, and a degree of penile curvature which was not corrected by the lgx cylinders. The patient was referred to a physician to complete the revision procedure. The revision procedure is scheduled for (B)(6) 2021.